Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a spondylodesis of c5 to c7 the patient was implanted with hardware. During an annual revision on (B)(6) 2012 x-rays revealed two of six broken locking screws, and the cervical spine expansion head screws to be broken or damaged. Revision surgery took place on (B)(6) 2012. This is 1 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. However, the manufacturing documents were reviewed and no complaint related issues were found. Implant date reported as (B)(6) 2011. Device is not distributed in the us, but a similar device is marketed in the us.